Manufacturer narrative:
The following further statement was made in the ufr: "the supplier has been notified to confirm the issue with the device, and a request for return or replacement has been made. The repair recommendation is to replace the motor." The ufr was the only information for this case; other than the ufr suggests, the hospital did not involve the local dräger s&s organization into any follow-up measures. Dräger reached out to the facility but the contact person named in the ufr could not provide further information. Dräger derives the following: in reflection of the device age of 16.5 years, a component malfunction seems plausible. However, the supervisor function of the software responds to various conditions with a shut-down of automatic ventilation to protect the patient from potentially hazardous output, and not all of these conditions are related to component malfunctions. For example, a fast transient rise in airway pressure may lead to abortion of automatic ventilation. Such situation can occur when pressure is being applied to the patient's chest in a moment when the piston ventilator attempts to apply a breathing hub. Without examination of the device, dräger is unable to confirm that the ventilator motor needs replacement. As confirmed for the particular case, the workstation's design allows patient support in manual ventilation via the built-in breathing bag when automatic ventilation fails for whatever reason. Finally, it is impossible to draw a reliable conclusion in regard to the root cause just from the written description. It is thus recommended to have the device checked by trained service personnel. A repair may be uneconomic since the device has lasted significantly longer already than the product's useful life is.

Event description:
Dräger received an ufr in which it was stated that automatic ventilation suddenly failed during a surgical procedure. Patient support was reportedly continued in manual ventilation. It was explicitly stated that the event did not lead to consequences for the patient.